Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01066, 0001825034 - 2018 - 01068, 0001825034 - 2018 - 01069, 0001825034 - 2018 - 01070. Concomitant medical products: 11-301305 arcos con sz e std 60mm 390570, ep-200154 act artic e1 hip brg 28x48mm 389230, 12-115111 cer bioloxd mod hd 28mm +3 nk 506160, unknown part/lot, acetabular cup. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent a revision surgery after 3 months post revision surgery to address infection. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Stryker cup is not compatible with biomet bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.